Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after injecting remicade using the bd¿ syringe with bd luer-lok¿ tip into the bag, the user noticed a piece of what looked like tape stuck to the side of the plunger. As a result, the remicade had to be disposed of. Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
One sample was received with what appeared to be burnt/degraded plastic stuck to the plunger rod therefore failure mode is verified. The 60ml syringe was received in flks for ftir analysis. The sample exhibited a piece of material inside the barrel behind the stopper. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely polypropylene. Burns can be caused when there is a blockage in the mold vents/gates during the molding process. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the second complaint for the lot# 8054766 for the same defect or symptom. No corrective actions at this time, defect rate is within the allowed quality limits per bd¿s specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that after injecting remicade using the bd syringe with bd luer-lok tip into the bag, the user noticed a piece of what looked like tape stuck to the side of the plunger. As a result, the remicade had to be disposed of. Found during use. No reports of serious injury or medical intervention noted.

Event description:
It was reported that after injecting remicade using the bd¿ syringe with bd luer-lok¿ tip into the bag, the user noticed a piece of what looked like tape stuck to the side of the plunger. As a result, the remicade had to be disposed of. Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.